Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the external pulse generator (epg) was missing a knob. It was also found that the epg had a broken upper and lower case, a broken hanger assembly, pinched display wires with exposed insulation, scratched keypad, pinched main seal, and an electrically-out-of-specification printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg), originally returned due to a missing knob, was returned and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.